Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms during bolus delivery. The customer's blood glucose reading was 129 mg/dl at the time of incident. Troubleshooting found that the pump was exposed to a high magnetic field. It was also found that the pump passed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
Motor communication error alarm noted in the pump history and critical pump error noted on pump due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error unexpected pump error noted in the pump history or long trace. The insulin pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.